Event description:
Customer called lfs on 9/16/02 alleging their ot ultra meter was reading inaccurately. Patient was taken by the paramedics to the hospital in 2002. Patient was treated for low blood sugar. The customer provided the following information on 9/16/02: on the morning of 2002 the customer woke up and tested their blood sugar and obtained a reading of 197 mg/dl. Patient decided to go back to sleep because patient was feeling tired. Patient woke up and called spouse, patient told spouse that they were feeling very low and spouse had patient drink large amounts of grape juice. Spouse retested patient and obtained a reading of 119 mg/dl. Spouse told patient, patient was not low because of the reading and patient told spouse they were having a low blood sugar reaction and to call 911. Patient continued to drink grape juice throughout this time. Spouse called 911 and then carried patient to the living room because patient couldn't walk. The emergency medical technician arrived soon after and tested patient's blood sugar. The reading o the emergency medical technician's meter was 30 mg/dl. Patient was given 2 bottles of IV glucose and taken to the ER. On the way patient was given two more bottles of IV. Patient was released later that day. The meter has been replaced for the customer.